Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there was an issue with broken on the outer cover during injection of the patient.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there was an issue with broken on the outer cover during injection of the patient.

Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on the sub-assembly lots: 8004562 - a total of 180,000 units were manufactured on qfa # 2 from 10jan18 through 12jan18. 8004564 - a total of 180,000 units were manufactured on qfa # 3 from 13jan18 through 15jan18. 8004568 - a total of 180,000 units were manufactured on qfa # 3 from 15jan18 through 17jan18. All challenge, set-up and in-process samples were performed according to the quality plan and all passed per specifications. Received one used q-syte with no packaging material, the unit was broken down into 2 portions. Visual/microscopic examination: ¿traces of medicinal residue were observed throughout the top and bottom bodies. ¿the q-syte assembly was received in 2 portions: othe top and bottom bodies were separated at the weld line. Ocracks, breakage and stress signs were observed on the both the top and bottom bodies. Oadequate traces of weld were present on the rim of the bottom body. Conclusion(s): traces of a weld line on the bottom body of the q-syte assembly was present, this is an indication that a bond was provided during the manufacturing process. The stress marks observed appear to be caused by external forces applied to the unit during usage. H3 other text : see section h.10